Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 3006705815-2020-01171. Related manufacturing report number: 3006705815-2020-01172. It was reported that the patient had low impedances on lead contacts. The patient was feeling uncomfortable stimulation during reprogramming as a result. Surgical intervention may be pending for this issue.

Event description:
Related manufacturing report number: 3006705815-2020-01171. Related manufacturing report number: 3006705815-2020-01172. Additional information gathered revealed only the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 3006705815-2020-01171. Related manufacturing report number: 3006705815-2020-01172.